Event description:
Patient being transferred via slide from wheelchair to daybed with pt, ot and rn. Patient is danon/gilbert syn, heart transplant approximately 2 years ago in chronic rejection, chronic kidney disease (ckd), resp failure after ECMO now trach vent dependent. Rn holding vent tubing inline while pt/ot helping patient transfer to daybed. Trach vent plugged in to wall making it difficult for machine to reach pt. Rn unplugged vent briefly to bring vent closer to pt. Rn noticed after plugging vent machine back in that settings did not recover. Patient stated "I can't breathe". Rn pushed 100% ventilation on vent machine. Sats at 93%(before transfer patient was at 98%). Pt/ot keeping patient calm while rn pushed staff assist button. Staff helping rn move suction closer to patient. Rt arrived and disconnected vent to manually bag pt's trach. Extension suction tubing, omniflex and clear adapter all needed at bedside. Responding staff helped retrieve items. Patient was stabilized. Patient reported he can breathe better now. Have all necessary trach adaptors, extension on suction machines set up and available or switched to patient's current side prior to transferring patient far from bedside. There was minimal temporary harm in this event.